Event description:
Serious injury involving one person. The event was reported to ciba vision via the pt's optician in 2001. 1996-the pt started using focus visitint and solo care. 2 months later an ulcer was detected in the pt eyes along with dry eye syndrome. During next 13 days the ulcer developed to leucoma. For the lenscare report refer to MFR report# 8020392-2001-0001 regarding this incident.